Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer for resetting the pump, which successfully resolved the issue, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappeared.